Event description:
Sigma int'l infusion pump, model 8000. Goes into a free flow delivery without alarm or alert mechanism. Three mos later a second event occurred with another/different sigma infusion pump. The initial problem pump was sent to MFR, report came back pump within the +/- 5% accuracy range. "User error". Now the hosp has two events of the same kind. Under other conditions these problems could have lethal results. Boluses of a critical medication.